Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02120. It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on right atrial (ra) and right ventricular (rv) leads. It was mentioned that the patient will be seen in clinic for programming change. The patient was stable and being monitored.